Manufacturer narrative:
Button error alarm due to corroded keypad trace.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.